Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, customer samples could not be tested due to tubes being expired. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for underfill with the incident lot was observed however the tubes were expired at the time of use. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that fifty bd vacutainer® 9nc 0.129m plus blood collection tubes experienced over filling. The customer reported, "the tubes when filled in, it does not have enough vacuum, so there were underfilled tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that fifty bd vacutainer® 9nc 0.129m plus blood collection tubes experienced over filling. The customer reported, "the tubes when filled in, it does not have enough vacuum, so there were underfilled tubes."